Event description:
It was reported that during surgery, the dermatome was used for a stsg [split-thickness skin graft] - the settings were checked by the attending, resident, and the st [surgical tech]. This unit took a full thickness skin graft, which was not the intention. This required sutures to repair the laceration. Another dermatome was obtained to obtain the proper type of graft. The patient had a full thickness laceration to left proximal thigh noted immediately; this was repaired in a standard fashion and documented in the operation note. A small portion of the skin graft was damaged, but they aborted as soon as the laceration was noted and switched to a new dermatome, so perhaps only 1-2 cm length of graft was wasted. An additional skin graft was not required. There was a 10-20 minute surgical delay estimated to get the new dermatome and repair the laceration. The surgical technique for the product was utilized. Due diligence is in progress; there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Device history record (DHR) review was unable to be performed as the lot number is unknown. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2. The following section was corrected: h10 - related medwatch report added to reference. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information to report at this time.